Event description:
Customer reported the system intermittently will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply and motor relay board. System operates as intended. .